Event description:
It was reported that after placing a PICC in this patient, a nurse found blood flowing out. There was blood dripping after the catheter was locked.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak from the valve is confirmed. One 4 fr single lumen groshong nxt clearvue catheter with a stiffening stylet and flushing hub inserted was returned for evaluation. An initial visual observation showed use residue on and within the returned sample. The returned sample was flushed and pressurized with a 12 ml syringe of water; however, no leaks were found, and the catheter was observed to be patent to infusion and aspiration. The catheter was then filled with water and held vertically with the valve on the bottom, and a slow, but steady drip was observed emanating from the valve. A microscopic observation revealed blood residue within the valve of the catheter wedging the valve open. Some of this residue remained even after flushing the catheter multiple times. The valve of the catheter was measured and was found to be within specification. The valve was found to be wedged open due to buildup of biological residue and this allowed fluid to pass freely through the valve. The product IFU contains suggested catheter maintenance procedures. A lot history review (lhr) of rect2282 showed five other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect2282 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that after placing a PICC in this patient, a nurse found blood flowing out. There was blood dripping after the catheter was locked.